Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 477 mg/dl. The customer's current blood glucose is 407 mg/dl. The customer experienced symptoms such as nausea and stomach aches. The other relevant blood glucose was 125, 410 and 400 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer performed high pressure test and received no delivery alarm. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. However, unit was received with missing drive support sticker. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08745 inches. Unit was received with minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is march 21, 2018.